Manufacturer narrative:
ECG was reviewed for this incident. Result: artifact was present throughout analysis. Device labeling, (instructions for use and voice prompts) provide methods for resolving artifacts. Conclusion: this report is being filed as it cannot be concluded that recurrence would not result in a delay of therapy.

Event description:
Artifact present during AED deployment. (B)(4).